Manufacturer narrative:
Product complaint # (B)(4). H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H3, h4, h6: a review of the device history record has been requested. Device history lot part: 359.219, lot: l943005, manufacturing site: haegendorf, release to warehouse date: 30. Aug. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. State: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the grasping power for wire is weak. Outside of the parts are disassembled when open and close repeatedly, in result inside part does not open. There was no patient involvement. This report is for 1 of 1 for (B)(4).